Event description:
The pump was returned for investigation. Investigation revealed that the buttons responded appropriately. Evaluation revealed that there was contamination under the contrast and down arrow key contacts. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that all of the keypad buttons responded appropriately. The up and ok keypad symbols were worn. Investigation also revealed that there was contamination under the contrast and down arrow key contacts. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.